Event description:
Device system returned to MFR for analysis with report of "pt was getting intermittent stimulation, shock-like sensations. Impedances were checked and were greater than 4000 ohms. A check of electrodes with alligator clips and pt got stimulation on 0 and 3." The ipg was returned for "normal battery depletion and extension as possible break". Follow up with hcp revealed pt recently returned for visit and is doing well with replacement devices.